Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that puncture closure of an unspecified vessel was achieved using a starclose se device after an unspecified procedure. Reportedly, the starclose se clip deployed and achieved hemostasis without any issue; however, in the same step, the locator wings did not retract. The safety release mechanism was used to safely remove the starclose se device. There was no reported adverse patient sequela effect or clinically significant delay in the procedure or therapy. The operator is reported to be trained in the use of the starclose se device. No additional information was provided.